Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient had an infection. The device was explanted post infection and was discarded by the healthcare provider. It was indicated the issue had resolved.